Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the merlin on demand (mod) transmission was received, egm was not transmitted. The device was functioning normally. The patient was stable and will return to the clinic for a device check.